Manufacturer narrative:
(B)(4). The site has indicated that the incident sample has been discarded. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that three days post procedure bleeding occurred on the a7 vessel that was sealed by the device. A second open surgery was performed to treat the issue. As over 500cc's of blood loss occurred a transfusion was required. The patient has expired on (B)(6) 2017. Additional questions in regard to the incident have also been asked.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Additional information received from the customer states there was no event at the first operation. The patient was an (B)(6) male and the procedure was for lung cancer. During the 2nd procedure there was more than 5000cc of blood loss and he had 3600cc or 18 units transfused during the second operation and postoperatively had more. There will be no autopsy. The cause of death has been attributed to shock after massive blood loss. The shock caused respiratory failure (mechanical ventilation - bronchial fistula) and dic. Although the surgeon was not sure that there was a dehiscence of sealing, the bleeding point was around the sealing, not at the root of a7 vessel. The bleeding happened just after the removal of the chest drainage tube. The possible causes of bleeding were a dehiscence of sealing or an injury from drainage tube at the time of removal.